Manufacturer narrative:
(B)(4). (Continued): (B)(6) 2014: troponin I=0.01 ng/ml, upper reference limit 0.02, (B)(6) 2017: ck = 1471 u/l, normal upper limit 195 , (B)(6) 2017: ck-mb = 113.4 u/l, normal upper limit 25, (B)(6) 2017: troponin 1.86, normal upper limit 1.7ng/ml, (B)(6) 2017: ECG = no new mi. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effect of angina is listed in the instructions for use (IFU) xience prime everolimus eluting coronary stent systems as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the reported treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2014, a 3.5x15mm xience prime stent was successfully implanted in the distal circumflex (cx) coronary artery lesion. On (B)(6) 2017 the patient was hospitalized for chest pain and chest distress. 99% stenosis was observed in the distal right coronary artery (rca) and elevated cardiac enzymes were noted. Medication and balloon dilatation was provided. Reportedly, the balloon dilatation was not performed in or within 5mm of the xience prime stent. In addition, a coronary artery bypass graft (CABG) was placed in the distal rca. There was no new myocardial infarction (mi). Per physician, the event was possibly related to the device. There was no device malfunction. The event resolved and on (B)(6) 2017, the patient was discharged from the hospital. There was no additional information provided regarding this issue.